Event description:
Customer reported erroneous high access vitamin b12 and access folate test results were obtained for multiple pt samples when using the access 2 immunoassay system. Customer reported that the system check had failed on the access 2 immunoassay system. In addition, there were precision valve/pump motion errors. Beckman coulter inc. Personnel advised the customer to clean the precision value. This action corrected the problem. The customer proceeded to retest the previously reported erroneous high test results. The results of the retests are not available. The initial, elevated results were reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to pt management.

Manufacturer narrative:
Quality control (qc) data prior to the event was not supplied. After questionable pt results were obtained, a system check was performed which failed due to an unwashed mean out of specifications low. The customer also stated that precision valve/pump motion errors were obtained on 02/23/2010. The customer did not believe troubleshooting was conducted at that time. An event log was not provided. Beckman coulter personnel advised the customer to clean the precision valve. The customer reported that after cleaning the valve, a system check was performed which met specifications. Qc was performed and all levels were within specifications. Service was not dispatched. Root cause is related to the precision valve, as the cleaning procedure did resolve the problem. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.